Event description:
The reporter called and alleged discrepant results on the device when compared to a lab. A total of about twenty comparisons were performed and the below comparisons fell outside acceptable limits. See scanned table. All values are measured in inr. The device was replaced and requested to be returned for evaluation.